Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and failure to sense. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
It was reported, that a patient presented to the emergency room. The patient was asymptomatic. Device interrogation revealed, loss of capture and loss of sensing on the atrial lead. Chest x-ray was performed and revealed atrial lead dislodgement. The physician elected to explant and replace the atrial lead. The patient was stable before, during, and after the procedure.